Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. All buttons functioning properly during testing. Unit passed the sleep current measurement, active current measurement, self test and displacement test. No blank display, keypad anomaly, no pump error 23, 49 or 68 alarms noted during testing. Unit functioning properly during testing. However, corroded keypad flex connector cable and corroded electronic assembly noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump was beeping but there was no display on the screen. The customer received multiple pump errors and stuck button alarm. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display returned after restart. Customer was able to clear alarms and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.